Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient is receiving stimulation at the ipg site with stimulation on. X-rays were taken and showed the pns (off label use) lead has migrated closer to the ipg pocket. Surgical intervention may be pending to address the issue.